Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to leaking of o2 safety valve. Advised customer that the o2 safety valve and o2 dosing valves needs to be replaced.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, based on the unit logfile, it was observed that both o2 safety valve and o2 dosing valve were leaking. Advised customer that the valve needs to be replaced. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 alarmed technical failure 389 - no o2 dosing possible. Furthermore, there was no patient involvement associated with the event.